Event description:
It was reported that the microcatheter and guidewire were inserted into a catheter and delivered to the aneurysm. The catheter was positioned inside the aneurysm, but it was not in the intended location. Therefore, the catheter was removed from the patient, shaped, and delivered to the aneurysm again. The radiolucent image showed that the catheter was slightly close to the aneurysm wall; however, the physician determined that the catheter was in a good location. Then, the web device was attempted to be deployed. The device began to deploy but did not deploy normally, forming a long, thin shape instead. An angiography was performed and revealed that the device had been accidentally deployed in a perforating branch of the a1 segment (the parent vessel) proximal to the aneurysm. At the same time, dissection and bleeding appeared to be occurring in the perforating branch. Therefore, the web and the catheter were removed from the patient. Hemostasis was attempted by deflating a balloon catheter in the a1 segment (the parent vessel) where the perforating branch originated. After five to ten minutes, hemostasis was observed. However, when an angiography was performed from the contralateral side, which had a cross flow, bleeding was observed from a more distal site than the initial bleeding site. Therefore, hemostasis was again attempted by deflating the balloon catheter in the a1 segment (the parent vessel). Since bleeding occurred at the distal site, it was determined that hemostasis would be difficult. Occlusion of the ipsilateral a1 segment (the parent vessel) was then performed. The parent vessel was occluded by implanting six coils, and hemostasis was achieved. Ultimately, the procedure was completed without treating the a-com aneurysm. After the procedure, the perforating branch could not be clearly confirmed upon confirmation of 3d and 2d dsa images. However, the course of the blood vessel that appeared to be the perforating branch was confirmed on the intraoperative vasoct images taken after the event occurred. The perforating branch ran alongside the vessel of the aneurysm wall, and the radiolucent images showed that the via microcatheter was positioned at the center of the aneurysm from the front and along the aneurysm wall from the side while the access devices were being delivered. Therefore, during the procedure, it was determined that there were no issues with the angiography. The physician did not believe that the w-eb device itself was defective. The patient does not have any serious symptoms.

Manufacturer narrative:
Investigation findings: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, vascular thrombosis and neurological deficits including stroke and death. Warnings ¿ never advance or withdraw a device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. ¿ when injecting contrast for angiography, ensure the catheter is not kinked or occluded. ¿ do not exceed 300 psi maximum recommended infusion pressure. Excess pressure may result in catheter damage or patient injury. ¿ steam shaping may result in improper device delivery and deployment, depending on the degree of shaping and catheter deflection during device delivery. ¿ using the via microcatheter with guide catheters smaller than what is recommended (see compatability table above) may result in damaging the hydrophilic coating. Precautions ¿ the via microcatheter has a lubricious hydrophilic coating on the outside of the catheter. It must be kept hydrated in order to be lubricious. This can be accomplished by attaching a y-connector to a continuous saline drip. ¿ the operator should be aware that microcatheters, in distal blood vessels, may increase the risk of thromboemboli. Procedure catheterization of the lesion 5. Prepare an appropriately sized guidewire and insert into the microcatheter per the manufacturer¿s instructions. 6. Introduce the guidewire and microcatheter as a unit into the guiding catheter until the distal tip of the guide catheter has been reached. Alternatively advance the guidewire and microcatheter until the desired site has been reached. Verify catheter position using fluoroscopy. 7. After the microcatheter has been positioned inside the lesion, remove the guidewire. 8. Flush the ID of the microcatheter with sterile flush solution by attaching a syringe to the catheter hub. 9. Attach a second rhv to the hub of the microcatheter. Attach a one-way stopcock to the sidearm of the second rhv and connect the flush solution line to the stopcock. 10. Open the stopcock to allow flush through the microcatheter with sterile flush solution.